Event description:
A pediatric pt with a "poor prognosis" was undergoing crrt on a prismaflex machine with a prismaflex m60 filter set. While the nurse was trouble shooting alarms, the pt coded. The content of the extracorporeal circuit was not returned to the pt resulting in an estimated blood loss of 93 ml. They stopped crrt treatment without returning the blood for an estimated blood loss of 93 ml. The pt was stabilized and continued with crrt. The prismaflex machine was inspected and determined to be operating within spec. The prismaflex m 60 filter set was discarded and not available for inspection. MFR #8010182-2015-00009.